Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. Investigation results concluded that the product is conform and the root cause is undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the needles do not puncture the bag.

Event description:
It has been reported that the needles did not puncture the monomer pouch. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : b5, d1, d2, d10, e1, g1-2, g4, g5, h2, h3, h6, h10. An investigation has been performed, consisting of a documentary review and a product analysis. The complaint sample was evaluated and the reported event could not be confirmed. The review of the device manufacturing quality record indicates that (B)(4) products optipac 40 refobacin bone cement r-3, reference 4710500394-3, lot number 811aa07110 were manufactured on 09 april 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. 4 complaints have been recorded for optipac 40 refobacin bone cement r-3, reference 4710500394-3, batch 811aa07110 within one year. The returned device was evaluated and was conform. However, the plunger was unlocked so the vacuum test failed. According to available data, the most probable root cause is a handling error. A summary of the investigation was sent to the complainant conveying zimmer biomet conclusions and asking customer to refer to instructions for use the documentary review showed that products were manufactured according to the pre-defined specifications of biomet france. The products analysis did not show any products non conformity, but showed that the plunger was unlocked. According to available data, the most probable root cause is a handling error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly zimmer biomet will continue to monitor for trends.